Manufacturer narrative:
(B)(4). Device passed displacement test. Device received with peeling keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cosmetic damage plastic part chipping/peeling off. The customer¿s blood glucose level was unknown. The customer stated that location of the damage was plastic part of the pump body above the left arrow. The customer advised to discontinue use of the pump and revert to backup plan per hcp's instruction. The device will be returned for the analysis.